Event description:
An abbott sales representative reported that a health professional received erratic readings on their adc blood glucose meter. Customer reported receiving readings of 56 mg/dl and 280 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Readings of 56 mg/dl and 302 mg/dl were found in the meter memory.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.